Event description:
Caller reported a rapid depletion in battery charge earlier in the day, which resulted in an unexpected pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl during this event. Customer was educated on battery best practices by technical support, and a follow-up was scheduled to monitor the situation and address the battery depletion issue.